Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 70% stenosed target lesion being treated was located in the non-calcified and non-tortuous distal right coronary artery (rca). The lesion was predilated with a 2.5x15mm unknown balloon. A 38x3.50mm promus element stent delivery system (sds) was then advanced to the rca and deployed. The stent looked apposed after deployment without gross underexpansion. When advancing an unknown size balloon through the deployed stent it was noted that the proximal end of the implanted promus element stent crumpled. Two additional 8x3.50mm non-bsc stents were advanced to the lesion and deployed overlapping the proximal end of the promus element stent. The deployed stents were post-dilated with an unknown size balloon and the procedure was completed at this point. No patient complications were reported and the patient's status is stable.